Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report an issue against the 4x4, island dressing,sterile 50/bx a50044. The patient stated that the 4x4 island dressing breaks her out and gives her a rash. The patient involvement was unknown, however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).